Event description:
Alleged the lower pivot weld on the right siderail was broken, causing the rail to rotate all the way around without latching.

Manufacturer narrative:
The facility replaced the siderail to repair the bed.